Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: a root cause could not be determined. Rationale: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident.

Event description:
It was reported that before use of the bd luer-lok¿ tip syringe the plunger rod was damaged. The following information was provided by the initial reporter: the midwife found the end of the plunger rod damaged.